Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 06/21/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2016 with the following findings: a review of the black box data showed a cs060 rtc common error after a time/date setting of 12/31/23 @11:59 pm. Cs 060 is defined as time/date end of life indicator. There was no activity outside of normal use observed. The pump is ¿out of box¿ and was never used for basal delivery. During testing, the time/date was set to the current time/date. The ez-prime steps were performed correctly, and no cs060 or other warning/ alarm occurred during the investigation. The pump performed within specification. The pump's cover was removed and no intermittent condition was found to the printed circuit board. The complaint of a call service alarm issue was not duplicated during investigation.